Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3786 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "I was trying to thread the wire through the needle the other day on a line and could not get it to go through for nothing. I'm talking about the plastic hub of the introducer needle into the lumen of the needle, could not get it through. So I got an introducer kit and stuck the patient again. After the procedure I tried to get it to go into the needle from the introducer kit too and it would not go. So I slid the floppy end of the wire through my fingers and felt a rough area at the tip." Additional info. Received (B)(6) 2022: patient was stuck twice to gain access, no treatment required.

Event description:
It was reported "I was trying to thread the wire through the needle the other day on a line and could not get it to go through for nothing. I'm talking about the plastic hub of the introducer needle into the lumen of the needle, could not get it through. So I got an introducer kit and stuck the patient again. After the procedure I tried to get it to go into the needle from the introducer kit too and it would not go. So I slid the floppy end of the wire through my fingers and felt a rough area at the tip." Additional info. Received 04/19/2022: patient was stuck twice to gain access, no treatment required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a unable to insert the guidewire through the needle is inconclusive due to poor sample condition. One 50 cm guidewire w/hoop was returned for evaluation. A written note indicating lot: refy3786. The introducer needle used in conjunction with the guidewire was not returned. Dried usage residue was visible on the outer surface of the guidewire. No bends or kinks were noted. Microscopic observation of the distal end of the guidewire revealed the weld tip to be present; however, the coil wire was found to be misaligned. Dried blood residue was present in the region with the misaligned coil. Based on the information provided, possible contributing factors include damage during handling and retraction against resistance. Since the deformation present on the guidewire likely contributed to the difficult insertion, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.